Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange and the reason was listed as lvad malfunction, thrombosis. No further information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of device thrombosis. Upon disassembly, depositions of denatured, coagulated blood were found on the inlet bearing cup, partially occluding the rotor vanes, on the lumen of the blood tube, and almost entirely occluding the outlet stator. The depositions found on the inlet bearing cup and surrounding the outlet bearing ball were hard and strongly adhered to the blood-contacting surfaces while the depositions found on the rotor, in the blood tube, and in the vanes of the outlet stator had a soft, grainy texture. The denatured aspect of the observed depositions as well as the contact marks observed on the rotor body indicate that the occlusion was present in the pump while it was operating; however, a duration of time for which the depositions were present in the device could not be conclusively determined. The observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.